Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): per the instructions for use: relax the device and then return the foot to its original position by pushing the lever down to the body of the device. Do not attempt to remove the device without closing the lever. Attempting to remove the device without closing the lever could cause breakage of the device and/or lead to vessel trauma, which may necessitate intervention and/or surgical removal of the device and vessel repair. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the heavily calcified right common femoral artery was completed with two proglide devices, using a pre-close technique, via an 8f sheath prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, after the tavr was completed the knots were tightened for both proglide devices. Hemostasis was not achieved. Another proglide device was used but before device removal, the physician failed to close the lever that closes the proglide foot. The foot came through the arterial wall and a perforation occurred. A surgical cut down was performed. An endarterectomy and repair of the vessel was performed to achieve hemostasis. There was a clinically significant delay in the procedure due to the surgical procedure. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, the user failed to return the lever to the original position before removing the device. Per the IFU: relax the device and then return the foot to its original position by pushing the lever down to the body of the device. Do not attempt to remove the device without closing the lever. The patient effect of tissue damage and treatment of surgical exposure are listed in the perclose proglide instructions for use as potential adverse events of use of the device. The investigation determined the reported patient effect and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling.